Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with injection (inj) reflin (1 gram once daily for 14 days; route not reported) and inj obramycin (40mg once daily for 14 days; route not reported). On an unreported date, the patient¿s pd effluent was clear, the peritonitis was resolved, and the patient was recovered from the event. At the time of this report, dianeal 2.5% ultrabag therapy was ongoing and the action taken with extraneal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.